Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo arteriovenous (av) shunt graft with 50% stenosis, mild calcification and mild tortuosity. The 5.0x40mm armada 35 balloon dilatation catheter (bdc) had no resistance during advancement. The bdc was inflated 3 times at a pressure of 10 atmospheres (atms), 16 atms and ruptured during the third inflation at rated burst pressure (rbp). The device was soaked and prepared (air aspiration) outside the anatomy prior to use without any issues. Another armada 35 bdc was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.